Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed a skin irritation. Follow-up indicated that the patient alleged that the device caused his ringworm and the patient's doctor ended use due to the skin condition. The patient's medical outcome is unknown.